Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer's blood glucose level was 300+ mg/dl and treated with pump. The customer stated display did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will not be returned for analysis.